Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine preventative maintenance testing by stryker, it was discovered that the one of the soft keys on the device was not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
During routine preventative maintenance testing by stryker, it was discovered that the one of the soft keys on the device was not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for further evaluation. It was determined the on/off buttons are inoperative. The customer was unresponsive and did not pursue repair. The device was returned to the customer unrepaired.